Event description:
It was reported that the patient has much softer hearing and poor sound quality. According to a CT scan images, the fmt has moved about 1mm away from the round window niche, but is still touching some middle ear structures. Mapping of the external audio processor had to be adjusted. Gain had to be increased by about 30db to get adequate hearing levels. The sound quality and clearness though were still poor. The fmt will have to be surgically re-positioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.